Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod between 24 and 36 hours. Pod was removed in the ER and a new pod was applied with insulin delivered. The patient was also treated with intravenous fluids and was released from the ER after 6 hours. The patient's blood glucose and insulin history are as follows: (B)(6).